Manufacturer narrative:
An investigation into the reported event has been initiated and only limited information is available at this time. A follow-up report will be submitted with the results of the investigation and any additional information obtained from the complainant.

Event description:
According to the report, during a revision surgery, the surgeon removed screws and noted that the screws were broken.